Event description:
User reported 10 false positive results. No information regarding additional testing. This is report 10 of 10.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01146,1145,1144,1143,1142,1141,1140,1139,1138: test 1,2,3,4,5,6,7,8,9 of 10).

Event description:
User reported 10 false positive results. No information regarding additional testing. This is report 10 of 10.